Event description:
Richard wolf medical instrumentation corp (rwmic) was recently contact by facility which reported a portion of device broke off and fell into patient at end of procedure. The foreign object was easily retrieved with a grasper and procedure completed as scheduled. No injury to patient or staff reported. Request for additional info as well as photos of device submitted. No response as of 06/09/2015.

Manufacturer narrative:
An investigation could not be completed as the actual device was not returned to the rwmic facility as of 06/09/2015. A request for additional info as well as photos of device submitted. No response as of 06/09/2015. Device manufactured 12/2014, expiration date: 12/2019. The two most common scenarios on how tip could have broken off is as follows: tip bent (excessive force applied or tip came into contact with hard object); tip over heated (extended use of device or activated while outside of liquid). No uncommon of tip to disappear or vaporize when this scenario occurs. Labeling was reviewed and found to be adequate: ie. Intended use, indications and field of use, preparation and cautions regarding high temperatures and irrigation fluid. One similar issue has occurred on this device in the last three years (MDR#: 1418479-2015-00004). Rwmic considers this matter closed. However, in the event rwmic receives additional info, a f/u report will be provided to FDA.